Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that virtual machine (vm) was stuck in a windows update loop. A technical support specialist power cycled the vm, but the issue persisted. Accessed the vm interface via bomgar, opened a command shell, identified and forcefully terminated the trusted installer process, after which the server successfully loaded the desktop and allowed login. Windows update service was disabled as a temporary measure. Subsequently logged into ccemc version 1.7.1, confirmed the cce-service was running, and verified that mbm feeds were connected under tcp communications with remote ip details. A reboot was done to ensure all the workings. The system functioned as intended after the technical support specialist (tss) troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, new patients and orders were not crossing over to the device. The customer stated that after the update, cce prod had been continuously rebooting and the server remained inaccessible. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.